Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detach the coil three times with an instant detacher and then with the manual method but the coil did not detach. The physician decided to retrieve the coil through the catheter. When the pushwire pulled back then the coil detached. The physician used guidewire to push the coil into the aneurysm and implanted successfully. No patient complications were reported.

Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was not confirmed. The device was returned without the implant coil, which was implanted, and the instant detacher; therefore, any contributing factors from these could not be assessed. The axium prime pushwire was found separated into two segments but retained together by the release wire. The proximal tip of the pushwire was found broken and jagged with the release wire broken and extending out. The distal segment of the pushwire was found bent, but intact at the proximal end at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. Based on the evaluation the cause for the ¿non-detachment¿ with the instant detacher could not be determined; it is possible that breaks in the pushwire at the incorrect location may have contributed to the difficulty during detachment by the manual method (via hypotube). All parts of the pushwire which could affect the detachment were found to be within specification. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿